Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachments. In the photo provided by the customer it can be observed the package of a 2.7mm va lck screw slf-tap empty, but it has still sealed. This condition is related with the customer complaint. A supplier manufacturing investigation was performed by (B)(4) based on the photos provided, please refer to (B)(4) - investigation memo - signed at the attachments section. Supplier manufacturing conclusion: per the complaint and accompanying photographic evidence, the complaint condition was confirmed as a non-sterile package with missing product. The affected part was not returned, and the condition was confirmed based on the photographs provided. A nonconformance, (B)(4), has therefore been initiated. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 2.7mm va lck screw slf-tap. (B)(4) was initiated at j&j to following issues related with empty packages. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4 device history: manufacturing location: monument manufacturing date: 09-dec-2021 part number: 02.211.012, 2.7mm va lckng screw slf-tpng with t8 stardrive recess 12mm lot number: 546p705 lot quantity: (B)(4) one hundred-twenty pieces were scrapped in cell at op #50, sputter coat. One hundred-nineteen were scrapped for nonconforming color and one piece was scrapped after being dropped. There was a three-piece count variance (under count) recorded at op #70, flow inspect/pack. Production order traveler met all inspection acceptance criteria apart from the one hundred-twenty pieces noted. Inspection sheet, in-process / inspect dimensional / final inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. A total of 123 labels were printed; 117 labels were placed on product; 1 label was used on the pll and 5 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿package was delivered empty¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the package was delivered empty. This report involves one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 12mm. This is report 1 of 1 for (B)(4).